Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0228017860 serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. There was an infection initially noted in the back along the catheter, but abscesses with no bacterial growth continued to develop around the pump even with the patient on antibiotics and it was believed to be the body rejecting the pump. Prior to explant, the patient did really well with intrathecal baclofen therapy.

Event description:
2024-may-30 rtg0595208 (hcp): ***information omitted that pertains to prior event; refer to 706612968 regarding prior issue / explant of first pump and catheter*** information was received from a healthcare provider regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient was re-implanted with a pump and catheter at the end of april.  The date (B)(6) 2024 is an approximate implant date (specific month and year known only).  The pump and catheter were explanted on (B)(6) 2024 due to what they believe was body rejection.  The patient was having multiple abscesses and "opening up in the front and back".  There was no growth found, so they did not identify an infection. Refer also to MFR report # 3004209178-2024-12154 regarding prior event. Additional information was received from a foreign healthcare provider via a company representative on 2024-may-30. There was an infection initially noted in the back along the catheter, but abscesses with no bacterial growth continued to develop around the pump even with the patient on antibiotics and it was believed to be the body rejecting the pump. Prior to explant, the patient did really well with intrathecal baclofen therapy. Additional information was received from a foreign healthcare provider via a company representative on 2024-sep-11. The pump and catheter were implanted on (B)(6) 2024. The patient was sent to the emergency room (ER) due to spinal surgical wound drainage on (B)(6) 2024 which led to washout in the operating room (or). The date 2024-may-06 is considered an approximate onset/date of event (specific year known only). The patient was later sent to the emergency room due to abdominal incision dehiscence on (B)(6) 2024 which led to washout in the operating room. The pump and catheter were explanted on (B)(6) 2024. A specimen was obtained at explant, and a positive culture for coagulase negative staphylococcus was indicated. The incisions and abscesses had healed. It was indicated that they assume the device was discarded by the or staff.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0228017860. Implanted: (B)(6) 2024. Explanted: (B)(6) 2024. Product type catheter b3 correction: the date of event has been corrected in indicate 2024-may-06 which is considered an approximate onset/date of event ( specific year known only). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0228017860 implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, lot #: 0228017860, ubd: 14-dec-2025, UDI (B)(4) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient was re-implanted with a pump and catheter at the end of april.  The date on (B)(6) 2024 is an approximate implant date (specific month and year known only).  The pump and catheter were explanted on (B)(6) 2024 due to what they believe was body rejection.  The patient was having multiple abscesses and "opening up in the front and back".  There was no growth found, so they did not identify an infection. Refer also to MFR report # 3004209178-2024-12154 regarding prior event.